Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when addition reportable information becomes available. (B)(4).

Event description:
A customer reported the oil injection was not working during a vitrectomy procedure. The oil injection was performed manually to complete the case. There was no harm to the pt. Additional information has been requested.